Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had blood-like liquid coming out of the distal end after cleaning. It did not occur when pulling up. The event occurred during set up and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d8, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not reproduced. According to the investigation, the foreign material could not be identified. In addition, the cause of the remaining of the foreign material could not be identified. The root cause could not be identified. Therefore, it was determined that the device satisfied the product specifications. In additional there were there no information that the user did not maintain or use the device properly in accordance with the instruction manual. Based on the results of the investigation, could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.